Event description:
During left knee acl anterior cruciate ligament reconstruction surgery, a cannulated drill bit broke during use inside the patient. Physician stated he had just begun to touch the bone and the tip of the bit broke into two pieces. The broken pieces were retrieved and fluoroscopy was used to visualize the area affected, confirming that no additional pieces remained in the patient.